Manufacturer narrative:
Duraseal dural sealant system 5ml us box of 5 (202050) was not returned for analysis and the investigation could not confirm the complaint. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the fmea, potential causes of failure include: solution mixing and coverage. The risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. The file will be closed as could not be reliably determined. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during "left parietal metastatic lesion, postoperative resection of left parietal lesion by neuro-navigation-guided craniotomy" procedure, a patch was placed and when duraseal dural sealant system 5ml us box of 5 (202050) was applied it came out liquid and did not adhere. Another product from another commercial brand was used to complete the surgical procedure. There was a delay in surgery, however, no patient injury was reported. The patient was discharged stable with recommendations.